Event description:
It was reported that when the device was removed from the package, the stent was found to be partially deployed. The first row of struts were showing. There was no patient involvement.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform neither a device investigation nor a device history record review in this case. We were not able to establish a root cause based on the available information. Thus, no corrective actions need to be initiated.